Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic experiencing unspecified pain following the implant of a pacemaker. The physician elected to explant the device. The patient left in stable condition and no adverse events occurred.

Manufacturer narrative:
Additional information: the pacemaker was returned for analysis and tested on the bench. Analysis was normal. No anomaly was found.